Event description:
A rep reported that a delivery room head nurse reported an umbilical cord clamp did not close entirely once it was sealed, hence it did not stop the bleeding from the umbilical cord.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The nurse reported they had to use another clamp of a different supplier in order to complete the procedure. The nurse reported that no damage or injury had occurred. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.